Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had delivered too much insulin via bolus and did not consume enough carbohydrates to compensate for the bolus. Blood glucose (bg) was in the 30s mg/dl and glucose tabs were consumed. Tandem technical support advised the customer to discuss the event with a healthcare provider.